Manufacturer narrative:
THE REPORTED EVENTS ARE PHYSIOLOGICAL COMPLICATIONS AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THESE EVENTS. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. REASON FOR REOPERATION: INJURY, WOUND DEHISCENCE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "WOUND DEHISCENCE, IMPLANT EXTRUSION". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE WAS EXPLANTED AND REPLACED.

Event description:
Healthcare professional reported "seroma".

Manufacturer narrative:
Correction to G.3. Aware date of Initial MedWatch: Aware date should have been listed as 8/18/2025.The event of seroma is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Additional, Changed, and/or Corrected Data: B5, H6.